Event description:
Patient had a laparoscopic appendectomy on (B)(6) 2015. He required additional procedure (at another facility on the mainland) due to complication from the laparoscopic appendectomy. It was found that one of the fired staples, was found left open (without the tips curled around tissue). The raw tip of the staple had gotten caught on the terminal ileum and caused an obstruction.